Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after having a having a ventricular tachycardia storm. The patient could not be rescued after receiving multiple shocks at maximum defibrillation output. The patient was okay when the heart rhythm broke on its own. The patient is in the hospital now, and will get arrhythmia drugs and a non-invasive ep study. Programming changes were recommended. No further information is available.